Manufacturer narrative:
Date of event: (B)(6) 2018. The customer performed troubleshooting with the assistance of technical support. The customer replaced the power management printed circuit board assembly. No parts were returned for evaluation, therefore no root cause could be determined.

Event description:
It was reported that the ventilator would not turn off, the customer found in the ventilator diagnostic logs power supply issue error codes. There was no patient harm reported. The event date was not specified, estimate used.